Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the insulin pump was exposed to pool water and has not worked since then. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. Traces of corrosion were found at the electronic and motor assemblies. Unit also was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.